Event description:
It was reported that the system 9600 would display iris pot errors on boot up and that the images were grainy at times. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. No iris pot errors could be duplicated. No grainy images could be duplicated. The interconnect cable was tested and found to be working as intended and placed back into service.